Event description:
The core micro drill was sent for evaluation due to overheating during a procedure, which was completed with a readily available alternate device without delay, or no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.